Event description:
It was reported that during the procedure, the physician felt resistance upon inserting the coil (subject device) into the microcatheter. The physician proceeded to remove the coil and microcatheter and had identified that the subject coil had detached within the microcatheter. The physician proceeded to remove and exchange both the subject device and microcatheter. The procedure continued and completed without consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added the device was returned for analysis and the delivery wire was found kinked/bent and coil was prematurely detached. In the case of this complaint, it is most likely that anatomical or procedural factors resulted difficulty in inserting coil and eventually detached when trying to remove. In the case of this complaint, it is most likely that anatomical or procedural factors resulted difficulty in inserting coil and eventually detached when trying to remove. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported events will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. Therefore an assignable cause of procedural factors will be assigned to the complaint events. An assignable cause of handling damage will also be assigned to the as it is most likely that the delivery wire kinked due to handling of the device during use.

Event description:
It was reported that during the procedure, the physician felt resistance upon inserting the coil (subject device) into the microcatheter. The physician proceeded to remove the coil and microcatheter and had identified that the subject coil had detached within the microcatheter. The physician proceeded to remove and exchange both the subject device and microcatheter. The procedure continued and completed without consequences to the patient.